Manufacturer narrative:
Device analysis: pump malfunction was reported. The ams700 pump was visually inspected and functionally tested. No leak was found. The pump was functionally tested twice. The deactivation test results were out of specification. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient had his ams700 inflatable penile prosthesis pump removed due to pump dysfunction and mechanical failure. A new ams700 ms pump was implanted. Further information was requested and not yet received. Should additional relevant details become available a supplemental report will be submitted.

Event description:
It was reported that the patient had his ams700 inflatable penile prosthesis pump removed due to pump dysfunction and mechanical failure. A new ams700 ms pump was implanted. Further information was requested and not yet received. Should additional relevant details become available a supplemental report will be submitted.